Manufacturer narrative:
(B)(4) wire break. (B)(4) tip won't detach. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure the physician captured a 2cm stone using a trapezoid¿ rx basket. An alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush the stone. When attempting to crush the stone, the stone became impacted within the basket. The pullwire of the basket broke, the tip failed to detach and the stone was unable to be crushed. A sohendra lithotripsy system was then used without success. The stone remained impacted within the basket and was unable to be removed from the patient. The patient was immediately sent to surgery where the stone and basket were removed. There were no patient complications reported as a result of this event. The patient recovered from surgery and the patients' condition was reported to be fine.